Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the spring wire guide unraveled during cvc insertion. They were able to remove the entire spring wire guide.

Event description:
The customer reports: the spring wire guide unraveled during cvc insertion. They were able to remove the entire spring wire guide.

Manufacturer narrative:
(B)(4). The report that the guide wire was unraveled was confirmed through examination of the returned sample. The returned guide wire was kinked, unraveled, and the core wire was broken adjacent to the distal weld. Dimensional inspections were performed, and no issues were identified. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is unintentional use error. Teleflex will continue to monitor and trend for issues of this nature. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire.